Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between (B)(6) 2015. Patient did not calibrate according to user guide recommendations. The patient did not report injury or medical intervention.